Manufacturer narrative:
The visual examination of the returned device revealed galling marks along the inner shaft of the device. Metal shavings were also observed on the hub of the inner shaft and on the inside of the outer shaft. The returned device passed function testing. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Ascent healthcare solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release.

Event description:
During the procedure, the arthroscopic shaver emitted metal shavings into the patient. No patient injury was reported.